Manufacturer narrative:
The essure procedure is not approved for concomitant use with novasure ablation. The physician did not act in accordance with the essure instructions for use.

Event description:
Physician reports pt complained of increasing pelvic pain post essure procedure. Novasure endometrial ablation was performed prior to the essure procedure, and the physician had difficulty cannulating the left tube and bent the tip of one device. He ultimately achieved bilateral placement with 4 trailing coils on the left and 2 on the right. Hsg was done to evaluate device placement and revealed the left device was perforated through the uterine wall. Pt underwent laparoscopy to remove the perforated device and the left fallopian tube was ligated. Device was removed without difficulty. Physician states he has evaluated the pt on two separate occasions post-operatively and her symptoms are resolving.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.